Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3389s-40, lot# valsy2t, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that intraoperative tests found the lead resistance abnormal. A new lead was replaced to complete the operation. The cause of the issue was unknown. The patient was currently in the hospital for observation. No patient symptoms or further complications were reported as a result of this event.